Manufacturer narrative:
Follow-up #1: date of submission 06/06/2015 device evaluation: the device has been returned and evaluated by product analysis on 05/22/2015 with the following findings: on investigation, the alleged vibratory issue was not duplicated. The pump powered up with auditory and vibratory features. The display was clear and legible. No tactile issues were found with the buttons.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a audio tone/vibration (intermittent vibration) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).